Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the device was discarded.

Manufacturer narrative:
G3: corrected to 2024-04-24 from 2024-04-25 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources regarding a patient implanted with a neurostimulator (ins). It was reported that patient had uncomfortable stimulation in back at threshold, not in arms as it was previously. Troubleshooting was performed and had patient turn stim up to threshold to see where she felt stimulation. Later, rep reported that patient had loss of therapy and return of pain. Patient's ins was replaced (B)(6) 2024 and was getting great relief. On (B)(6) 2024 or stated relief went away. Office had x-rays taken and lead appears to have migrated down and bottom 3-4 electrodes are no longer in the epidural space. Was able to reprogram and get adequate coverage. Impedances are all within normal range. Physician performed a lead revision on (B)(6) 2024. Physician explanted old lead and replaced with a new one. After revision proper coverage was attained.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted:(B)(6) 2016, explanted:(B)(6) 2024, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 20-nov-2019, UDI#:(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.